Manufacturer narrative:
This supplemental report is being submitted to provide the results of the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over 2 years since the subject device was manufactured. Based on the results of the investigation, the root cause for the event could not be determined. Three attempts were made to obtain additional information regarding the reported event, but no response was received from the customer. Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
The device was not returned to olympus for evaluation. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation or if any additional information is provided by the user facility.

Event description:
The customer reported to olympus error codes e212, e216, and b30 error codes on the video system center. At the time of call, the customer had a scope connected and was receiving error code e212. Device on in test patient mode. The customer tried clearing the internal buffer and cycled power to the unit but error code e212 was still present. The customer was advised to perform a system rest and the customer noted they had already backed up system settings on a universal serial bus (usb). The customer performed the reset. The device would not be returned for evaluation. There were no reported of patient harm or impacted associated with this event.